Event description:
It was reported that the 8300 module giving a 571.6241 error. There was no patient involvement.

Manufacturer narrative:
Additional information: imdrf annex c and d grid. Bd technical support troubleshoot with customer over the phone.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the logs/device be received for evaluation. A review of the complaint history for sn (B)(4) was performed confirmed similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 22mar2019. The review was performed from the date of manufacture to the present date 02jun2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(4) was performed which confirmed that this device was involved in a service failure which correlates to the customer reported issue.

Event description:
It was reported that the 8300 module giving a 571.6241 error. There was no patient involvement.